Event description:
It was reported at interrogation, programmer will power off and when power on it will show that it is installing software. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the initial report, no electrical anomalies were found. It was also noted that the power cord bay door was damaged with a broken latch and the lower case was half bent at the carrying handle, the bottom of the handle was worn through and the rubber feet were damaged and missing.